Event description:
The control syringe is unable to be sufficiently tightened onto the manifold to prevent air from entering the lines. There was no pt injury. The used syringe was returned for evaluation.